Event description:
Received information that the infusion set disconnected from the luer lock. Customer's blood glucose level was 380 mg/dl. Customer was able to reconnect and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.